Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was iodine leakage between a loose connection of the peritoneal dialysis (pd) transfer set and the minicap. This occurred during use for peritoneal dialysis therapy. To resolve the issue, the transfer set was replaced. There was no allegation against the minicap. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information in h3, h6. H10: the actual device was not available; however, photographs of the device were received for evaluation. Visual inspection of the photographs identified a drop of fluid near the female connector which would indicate a leak occurred. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.